Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/08/2018. Philips field service engineer (fse) confirmed reported air source fail. When unit is turned on, it shuts down after blower doesn¿t turn on, error #(B)(4). Fse replaced blower motor tested unit passed all performance tests and is ready to be returned to service.

Event description:
Customer reported the unit had an "air source fail" error code(#(B)(4)). No patient/user harm reported. No patient/user harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 23jan2019. The blower assembly was returned to philips for failure analysis. The blower assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.